Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Dissection is included as a possible complication in the instructions for use (IFU) for the indigo aspiration system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) using an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath, and a guidewire. During the procedure, the physician successfully completed four to five passes using the cat7. The physician then observed under fluoroscopy that the proximal part of the sma was dissected. There was no reported damage to the cat7. The physician then placed a stent over the dissection and the procedure ended at this point. It is unknown if the dissection was related to the cat7.